Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to high impedance on the lead. Patient is doing well; the explanted device was disposed of by facility.